Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, broken battery tube threads, scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
It was reported by the customer's father that the customer had a crack around the battery area of the insulin pump. Customer's blood glucose level was 120 mg/dl. Insulin pump will need to be replaced. No additional information provided.